Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 2.0; lab: 2.5. Pt's mother called in for (B)(6) daughter who has been testing for 7 yrs.

Manufacturer narrative:
Investigation pending.